Manufacturer narrative:
The unit passed the prime test, the excessive no delivery test, and the displacement test. There was no unexpected no delivery alarms. The unit had minor scratches on the lcd window, a cracked case at the display window corners, a case cracked at the reservoir tube window corners, and cracked battery tube threads.

Event description:
The customer's mother called in to report several no delivery alarms. The customer's blood glucose level was unknown. The caller declined to complete troubleshooting and wanted a replacement device. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.